Event description:
Account states that tests running in channels 1, 2, 5, and 9 (co2, bun, creatinine and total bilirubin) were not dispensing reagent correctly, giving low results. The results were not reported. The field svc rep found the sample probe was clogged and repaired the instrument by replacing the probe.